Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4): evaluation conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The customer reported the aa4203tl single piece lens tore just as the surgeon inserted it in the eye. The lens was remove without altering the inision and another same model lens was implanted without any patient injury.

Manufacturer narrative:
Lens work order search, cartridge lot search, injector lot search, medical review. An injector lot search found no similar complaints. A cartridge lot search found one similar complaint. A lens work order search found no similar complaints. Per medical review - reportedly, intraoperative iol removal/exchange was performed to address lens damage("torn") upon insertion. Incision was not enlarged and no other tissue damage was reported. Another staar toric iol was successfully implanted. No reported postoperative sequelae. According to the report by a nurse, dated on (B)(6) 2014, the cause of the event was unknown. Conclusion code 67 (unable to confirm complaint): based on the complaint history, work order search, injector lot search, cartridge lot search, and medical review, a specific root cause of the event could not be determined. (B)(4).